Event description:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off of the suture after pulling it through tissue. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off of the suture after pulling it through tissue. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.